Event description:
Provider states consumer called into the office stating that she was transferring into her chair when the arm allegedly gave out causing her to allegedly fall out of the chair.

Manufacturer narrative:
The device was evaluated and repaired in the field. The bolt at the rear main pivot point of the armrest may have loosened due to wear and tear. Loctite used and re-tightened bolt. The device is working properly.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider states consumer called into the office stating that she was transferring into her chair when the arm allegedly gave out causing her to allegedly fall out of the chair.